Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; g4; h2; h3; h4; h6. Visual examination of the provided pictures identified the explanted bolt and button, bio-debris present. This cannot be used to confirm the reported event. Device not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic proximal femoral metadiaphysis fracture about total hip arthroplasty stem treated with trochanteric bolt and cable wire. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 650-0663 lot# 3237966 delta ceramic fem hd 36/+6mm. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient sustained a periprosthetic fracture and underwent revision, followed by re-revision approximately six weeks later. During the initial revision, fixation was performed using a trochanteric bolt and cables. Approximately six weeks later, the fracture pattern was not adequately stabilized, and a re-revision was performed in which the trochanteric bolt, button, and cables were removed. A trochanteric cable plate was utilized to fix the fracture, and the head was exchanged. Attempts have been made and no further information has been provided.